Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient reported that they thought the wires have become disconnected or moved as they were not able to switch lead sides from the right to the left side per instructions. Patient also mentioned that the bowel movements were more frequent. No further complications were noted or anticipated.